Manufacturer narrative:
According to available information, this device remains implanted and in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this device was successfully implanted. Post procedure, atrial lead noise and high out of range impedance measurements were displayed. An intended atrial lead revision was performed. When the pocket was opened, it was observed the atrial proximal set screw had not been tightened securely. The lead was disconnected and reseated in the device setscrew. Normal measurements were obtained. It was determined there had been a connection issue and the issue was resolved. No adverse patient effects were reported. This device remains implanted and in service.